Event description:
During a procedure to implant an integrity rapid exchange (rx) stent, resistance was encountered advancing the stent through a svg in tortuous anatomy. The device was withdrawn and it was subsequently observed that the stent had dislodged. The dislodged stent travelled to the pt's foot where it remains. The device was not returned for analysis.

Manufacturer narrative:
(B)(4), eval, results: (stent dislodgement). Results, and conclusion: (tortuous anatomy).